Event description:
It was reported that the procedure was to treat a left main artery. A xience v stent was implanted and a 4.5 x 08 mm nc trek was pressurized to 18 atmospheres for post-dilatation; however, the balloon could not deflate. An attempt was made to pull the balloon through the guiding catheter but it could not enter the tip of the guiding catheter. The entire system was pulled into the aorta and the balloon was pressurized to 28 atmospheres to rupture it and it was then able to be removed from the anatomy. There was no clinically significant delay in procedure and no patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause of the reported deflation issue could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, lot history records review, and similar incident review, there is no indication of a product deficiency.